Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with scratched lcd window.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 458 mg/dl at the time of the call. The customer stated that the buttons are stuck. Customer states that numbers are ramping on their own. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.